Event description:
Reportedly, pieces disengaged from the dilating sleeve, remained at the incision site, and were subsequently retrieved to complete the case without further incident. Procedure: laparoscopic cholecystectomy.